Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted yellow particles on the shell. The device shell was noted to be broken and have creases. The device weighed 312.09 grams. Under microscopic analysis a sharp-edged opening was observed on the posterior side of the shell. This was assessed as an unidentified tear.

Event description:
Additional information noted, "multiple redundant folds noted in both implant shells."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on right side, device has been explanted.